Event description:
It was reported that the user experienced persistent hyperglycemia with a fingerstick value of 415 mg/dl while using the ilet and infusion set; the user performed multiple supply changes, with one site showing a bent cannula and another change prompting concern after 50 units without visible drops, and was concurrently taking a z-pak for bronchitis; education and troubleshooting were provided and an infusion set change resolved the occlusion concern. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided. Investigation of this case revealed no findings available due to insufficient information, with the medical device problem remaining unspecified and the device component not established from the information provided. It was concluded, based on previously established findings for similar reports, that the cause was not established.